Event description:
It was reported that the patient presented for in clinic follow-up. During device interrogation, an inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD) immediately after the programmable probe was placed. Additionally, the right ventricular (rv) lead exhibited low sensing and electromagnetic interference (emi) oversensing was noted. The physician explanted the ICD and rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of noise, inappropriate shock therapy, and r ¿ wave amplitude were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x ¿ ray inspection of the lead did not find any anomalies with the exception of procedural damage.